Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 401 mg/dl. Customer stated that customer had blood glucose of 456 mg/dl then over 400 mg/dl then down to 220 mg/dl, ate cheeseburger took 4 unit, back up to over 400 mg/dl, ate burger patties and bun, blood glucose went to 456 mg/dl. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.